Event description:
The unpublished manuscript "mechanical instability of segmental pedicle screw instrumentation for adolescent idiopathic scoliosis: a comparison of tulipine screw versus dual locking cup instrumentation at 2-year follow up" was reviewed. This was a study undertaken in 98 patients operated with solera (non-stryker product) tulipine screw instrumentation and 96 patients operated with mesa 2 dual locking cup instrumentation between 2014-2022. The aim of the study was to assess the incidence of axial slip and loss of correction with these two spinal instrumentations in patients treated for adolescent idiopathic scoliosis with spinal fusion. All patients were followed for at least two years. Standing posteroanterior and lateral radiographs were assessed pre-operatively, after the initial surgery, and approximately six months and two years post-operatively. Axial slip was evaluated by measuring the length of the rod exceeding the last pedicle screws and the distance between the two lowest pedicle screws. Cohen's kappa was used to calculate interobserver and intraobserver reliability for the measured length of the rod exceeding the last pedicle screws. Two patients were re-operated, one for a deep surgical site infection and one for screw malposition.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. Corrected data: g1.

Event description:
The unpublished manuscript "mechanical instability of segmental pedicle screw instrumentation for adolescent idiopathic scoliosis: a comparison of tulipine screw versus dual locking cup instrumentation at 2-year follow up" was reviewed. This was a study undertaken in 98 patients operated with solera (non-stryker product) tulipine screw instrumentation and 96 patients operated with mesa 2 dual locking cup instrumentation between 2014-2022. The aim of the study was to assess the incidence of axial slip and loss of correction with these two spinal instrumentations in patients treated for adolescent idiopathic scoliosis with spinal fusion. All patients were followed for at least two years. Standing posteroanterior and lateral radiographs were assessed pre-operatively, after the initial surgery, and approximately six months and two years post-operatively. Axial slip was evaluated by measuring the length of the rod exceeding the last pedicle screws and the distance between the two lowest pedicle screws. Cohen's kappa was used to calculate interobserver and intraobserver reliability for the measured length of the rod exceeding the last pedicle screws. Two patients were re-operated, one for a deep surgical site infection and one for screw malposition.

Event description:
The published article "mechanical axial instability of segmental pedicle screw instrumentation for adolescent idiopathic scoliosis: a retrospective cohort study of tulip screw versus dual locking cup instrumentation" was reviewed.

Manufacturer narrative:
Corrected data: b5.